Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient received an alert. Upon interrogation, the pulse generator exhibited diagnostics anomaly. The diagnostics were cleared.